Event description:
It was reported that during follow up visit the hv lead impedance was found to be greater than 200 ohms. The lead was replaced.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Analysis found an insulation abrasion on the is-1 connector leg at 5cm and 6cm from the pin. These abrasions are consistent with friction to the ICD can. Only a portion of the lead was received for analysis. Without, return of the lead in its entirety, a full analysis could not be performed.

Manufacturer narrative:
Na